Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The isolation transformer was retapped to more optimal settings. The system and tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not turn on or boot. Workstation alarmed. There was no patient involvement reported.